Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2015 with the following findings: a review of the pump black box data showed no evidence of short battery life; replace battery alarms were observed but were not duplicated during testing. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The pump powered on with the returned battery cap. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and evidence of moisture contamination was found on the motor circuit and electrical components inside the pump. The complaint of a battery life issue was shown in the pump black box but was not duplicated during testing.